Event description:
Aspergillus infection. This patient underwent debridement and application of epicel cea. Patient was grafted with 40 epicel grafts lot number ee00334-31 in 2002 for 95% full thickness total body surface area burn. The grafts were applied to the chest and bilateral extremities. Two weeks later, patient wound cultures, site unspecified, tested positive for aspergillus. The patient is still recovering. No further details were provided. The reporter assessed the causality as possibly related to the use of the device. Manufacturer's comment: the batch records for this patient were reviewed by genzyme biosurgery quality assurance personnel. There was no evidence of contamination associated with the processing of these tissue. Moreover, there were no processing nonconformances associated with this patient. The lot of epicel was routinely processed and successfully completed. Sterility tests routinely collected during the processing of this patient were all "no growth" after 14 days of incubation. During the time frame sept-2001 through feb-2002 a total of 53 epicel biopsies were processed. There was no evidence of aspergillus recovered from positive sterility tests during this period of time. As a result of the investigation, no obvious source for the fungal infection in this patient has been identified and the contamination of this patient with aspergillus is not related to the processing of tissue in the production of epicel.